Event description:
Note: this report pertains to one of seven complaints that involve the same patient who received a total of 6 boston scientific stents in which 5 had reported malfunctions. Refer to manufacturer report # 3005099803-2010-02526, 3005099803-2010-02528, 3005099803-2010-02529, 3005099803-2010-02530, 3005099803-2010-02531 and 3005099803-2010-02532 for the other associated device information. It was reported to boston scientific corporation through a retrospective review that a polyflex stent was used during a stent placement procedure performed on (B)(4) 2004. According to the complainant, an ultraflex stent (3005099803-2010-02526 and 3005099803-2010-02528) was placed on (B)(6) 2004 to aid in the healing of and seal an esophageal perforation that occurred due to prolonged intubation. On (B)(6) 2004 a polyflex stent (the subject of this complaint and 3005099803-2010-02529) was placed within the ultraflex stent per treatment algorithm. Placement of the polyflex was successful and uncomplicated. On (B)(6) 2004, the patient presented with stent occlusion and dysphagia due to hyperplasia. The event was reported as moderate in severity and was resolved by pneumatic dilation of the ultraflex stent. Dilation was successful and uncomplicated. On (B)(6) 2004, endoscopic removal of the ultraflex and polyflex stents, per planned treatment algorithm, was attempted. The endoscopist was unable to remove the stents, and no further action was taken at the time. On (B)(6) 2005, a second ultraflex stent (3005099803-2010-02530) was placed within the ultraflex and polyflex stents due to the persistence of the fistula and the previous failure to remove the stents. On (B)(6) 2005, another polyflex stent (3005099803-2010-02531) was placed within the second ultraflex stent per planned treatment algorithm. Placement was successful and uncomplicated. On (B)(6) 2006, endoscopic removal of all 4 stents was attempted (2 ultraflex and 2 polyflex) per treatment plan. During removal, it was noted that there was a migration of all 4 stents. This event was reported as mild in severity, and was resolved successfully by endoscopic removal of the 4 stents as planned. An ultraflex stent (3005099803-2010-02532) was placed during this same procedure due to the persistence of the fistula. On (B)(6) 2006, the patient presented with stent occlusion and dysphagia due to hyperplasia. This event was reported as moderate in severity, and was resolved by pneumatic dilation. Per planned treatment algorithm, a polyflex stent was placed on (B)(6) 2006. Placement of the polyflex stent was successful and uncomplicated, and there were no reported issues with this stent. Removal of the ultraflex and polyflex stents was performed on (B)(6) 2006 per treatment plan. Removal of the stents was successful and uncomplicated. At the last visit, it was confirmed that the esophageal leak had not healed due to the persistence of the fistula. The patient underwent successful surgical closing of the fistula on (B)(6) 2006 and was reported to be in fair condition.

Manufacturer narrative:
Device reported as polyflex stent (length (full, body)) 15 cm. Diameter (flange/body) 21/25 mm. (B)(4) - medical intervention required. Foreign source: (B)(6). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks and esophageal leaks the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.